Manufacturer narrative:
On an unreported date in feb202, the peritonitis event occurred. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to improper operations. On an unreported date, the patient was hospitalized for treatment and was treated with an unspecified intraperitoneal anti-inflammatory drug (ongoing, dose and frequency were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.